Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 400 mg/dl and was addressed with an injection of fast acting insulin. Tandem technical support performed a system check and the customer stated that the insulin appeared to be gelled. The customer indicated that the cartridge, infusion tubing and site would be changed.